Manufacturer narrative:
Other: fowler release handle assembly.

Event description:
It was reported by service report that the fowler lift end not going down. No pt involvement or adverse consequences are reported.